Event description:
It was reported that recently, this subcutaneous implantable defibrillator (s-ICD) system recorded untreated episodes of over-sensed non-physiologic noise. Boston scientific technical services (ts) was contacted and confirmed the noise was most likely related to sense node b artifacts. The field indicated that the noise was not able to be reproduced with provocative maneuvers. Reviewing older device data, ts confirmed there were previous inappropriate shocks delivered due to change in rhythm morphology and t-wave over-sensing. Episodes of appropriate shock deliveries with non-conversion were also noted. Reprogramming the device to the secondary sensing vector and diagnostic imaging was recommended. At this time, the s-ICD system remains implanted and in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event. This report is being sent to correct b5.

Event description:
It was reported that recently, this subcutaneous implantable defibrillator (s-ICD) system recorded untreated episodes of over-sensed non-physiologic noise. Boston scientific technical services (ts) was contacted and confirmed the noise was most likely related to sense node b artifacts. The field indicated that the noise was not able to be reproduced with provocative maneuvers. Reviewing older device data, ts confirmed there was a previous inappropriate shock delivered due to change in rhythm morphology. Episodes of appropriate shock deliveries with non-conversion were also noted. Reprogramming the device to the secondary sensing vector and diagnostic imaging was recommended. At this time, the s-ICD system remains implanted and in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that recently, this subcutaneous implantable defibrillator (s-ICD) system recorded untreated episodes of over-sensed non-physiologic noise. Boston scientific technical services (ts) was contacted and confirmed the noise was most likely related to sense node b artifacts. The field indicated that the noise was not able to be reproduced with provocative maneuvers. Reviewing older device data, ts confirmed there were previous inappropriate shocks delivered due to change in rhythm morphology and t-wave over-sensing. Episodes of appropriate shock deliveries with non-conversion were also noted. Reprogramming the device to the secondary sensing vector and diagnostic imaging was recommended. At this time, the s-ICD system remains implanted and in-service. Recently, this patient received an additional inappropriate shock and was hospitalized. Upon review, it was noted that the patient's amplitude measurements had decreased, resulting in further t-wave over-sensing. Ts was contacted again, and discussed that the secondary sensing vector would not be appropriate due to previous sense b artifacts. Therefore, a system explant procedure was recommended. At this time, the s-ICD system remains implanted and in-service. The patient is currently hospitalized and stable.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause.

Event description:
It was reported that recently, this subcutaneous implantable defibrillator (s-ICD) system recorded untreated episodes of over-sensed non-physiologic noise. Boston scientific technical services (ts) was contacted and confirmed the noise was most likely related to sense node b artifacts. The field indicated that the noise was not able to be reproduced with provocative maneuvers. Reviewing older device data, ts confirmed there was a previous inappropriate shock delivered due to change in rhythm morphology. Episodes of appropriate shock deliveries with non-conversion were also noted. Reprogramming the device to the secondary sensing vector and diagnostic imaging was recommended. At this time, the s-ICD system remains implanted and in-service.